Event description:
Caller reported a cgm error, which was identified as error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, which included guidance through a pump reset, resolving the issue successfully, without the error reappearing, and allowed the customer to start their sensor session.